Event description:
It was reported that the device had an air in line alarming. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device received on 6/11/24. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. It was found that the device had a peeled downstream occlusion (dso) seal. Visual and functional tests were performed and the air detector in line failed. The customer's reported problem was duplicated. The cause of the problem was an inoperable air detector, which was replaced to fix the issue.